Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, (date unknown.) According to the complainant, post procedure three months after placement, the connection part became loose and it led to leakage during feeding. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device found no issues. A functional check was performed by opening and closing the button to verify adequate closure. A vacuum was pulled by inserting a 35ml syringe into the button shaft. Shaft collapsed indicating valve sealed properly. The ID of the body was measured and found to be within the manufacturing specifications. The returned unit was not consistent with the complaint incident that the device connector leaked. The ID of the body was found to be within specifications. Since the feeding adaptor was not returned with the button, interface between the components could not be verified. Because the button was within specification, the customer complaint was not confirmed. Therefore, root cause could not be confirmed. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, (date unknown.) According to the complainant, post procedure three months after placement, the connection part became loose and it led to leakage during feeding. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)